Event description:
On 11/18/1998, the account reported a hemoglobin result of 8.6 g/dl on a pt, which was generated with a "low" flag by the cell-dyn 1600cs. The smaple was not retested prior to reporting and has been discarded. The pt was admitted to the hosp because of the result and redrawn. A hemoglobin result of 11.3 g/dl was reported from the new sample drawn at the hosp. No report of injury.